Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an open pancreaticoduodenectomy, a metal part of the device was found in the abdominal cavity before the 4th firing. It was retrieved from the patient and the case was completed. The deployed staples were formed properly. The device was fired 5 times in total. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4), date sent: 04/22/2022, d4: batch # 464a17. Additional information received: h4 (device manufacture date). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the left bearing detached, and the right bearing was present and in position within the saddle pin and with no reload present. Further investigation shows that the shroud was noted damaged on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. In addition, the device and a test reload were tested for functionality, and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The damage on the shroud and the left bearing detached is consistent with improper use of the device. Please refer to the IFU for the proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.